Manufacturer narrative:
The gas analyzer involved is now being returned to spacelabs for evaluation. The case remains under investigation.

Event description:
The hospital used a spacelabs gas analyzer demonstration unit during a procedure, under the observation of a spacelabs sales representative. The analyzer failed during the procedure, with the result that gas was not monitored for approximately 10 minutes while the unit was replaced. There was no claim of patient injury.